Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: distal fiber breakage, image wrong orientation, loose outer tube, loose light guide adapter and cracked on sides video connector was due to cause traced component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited distal fiber breakage, image wrong orientation, loose outer tube, loose light guide adapter and cracked on sides video connector were found. There was no patient involvement.